Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant elevated plasma troponin I result is unknown. No samples were made available for siemens investigation. There is no indication of malfunction for the dimension tni assay nor are there indications of instrument malfunction. Qc remained within laboratory ranges. The pattern of discrepancy between the repeatable, elevated tni result on the dimension exl and a negative result by an alternate methodology which was regarded as concordant by the physician is suggestive of sample non-specific heterophilic binding. The instructions for use for the dimension exl loci® tni flex® reagent cartridge states: patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant elevated troponin I (tni) result was obtained on a patient sample on the dimension exl system. The result was reported to the physician who questioned the result. The patient was retested at an alternate facility with a different methodology (non-siemens). A lower result was obtained which was consistent with physician expectations. Patient treatment was not altered or prescribed on the basis of the discordant elevated troponin I (tni) result. There was no report of adverse health consequences as a result of the discordant elevated troponin I (tni) result.

Manufacturer narrative:
The initial MDR 2517506-2016-00229 was filed on april 25, 2016. The customer returned the sample to siemens healthcare diagnostics for evaluation. The siemens technical service laboratory tested the returned sample and has verified the presence of heterophilic antibody interference in the sample. The sample was processed on the dimension exl, rxl and advia centaur. The dimension exl loci tni recovered 0.308 ng/ml, the dimension rxl hm ctni recovered 0.20 ng/ml and the advia centaur recovered 0.009 ng/ml. The sample was pre-treated with scantibodies hbt which is a commercially available common heterophile blocking agent. The pretreated samples recovered dimension exl loci tni 0.310 ng/ml, dimension rxl hm ctni 0.27 ng/ml and the advia centaur recovered 0.035 ng/ml. The scantibodies hbt literature defines the presence of heterophilic antibodies is seen as a significant change in recovery. This was noted in the advia centaur results while the dimension exl and rxl methods stayed consistent. The scantibodies literature also states that there can be some samples with strong interference that may not show a change in recovery in the presence of the blocking agent. The root cause of the discrepancy is heterophilic interference of the sample with the dimension exl troponin method. No further evaluation of the device is required.